Manufacturer narrative:
On 09/05/2024, philips oral health care established that metal shaft separation in sonicare for kids power toothbrushes was determined to be not reportable. According to the rmm, the probability of death or serious injury caused by this failure is remote. Reportability for initial MFR report number 3026630-2024-00067 submitted on 08/01/2024 can be removed.

Event description:
On 09/05/2024, philips oral health care established that metal shaft separation in sonicare for kids power toothbrushes is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable.

Manufacturer narrative:
The consumer reported metal pin detached during use. This is consistent with evaluated devices with the metal pin separating from the handle. No allegation of harm was reported by the customer. The device was not returned and can not be evaluated. This is a known issue with a request for solution (rfs) (B)(4) in place. Given the number of devices previously evaluated, it is unlikely for an unrecognized failure mode to be discovered and no new information can be obtained from additional evaluation. As of march 2024, more than 709 devices have been evaluated and confirmed to be a shaft press fit failure. Given the number of devices previously evaluated, it is unlikely for an unrecognized failure mode to be discovered and no new information can be obtained from additional evaluation. Therefore, the customer reported complaint that the metal pin detached during use is considered confirmed.

Event description:
The consumer alleged that the sonicare for kids power toothbrush metal shaft detached while brushing. The detachment caused small parts that could pose a choking hazard to children. There was no report of serious injury.